Event description:
It was reported that during a breast biopsy, there was insufficient tissue sampling and during a sampling attempt, the device hooked on something, and pulled the white probe guide right up (binded). A scalpel blade had to be used to get the needle out of the breast. Tissue was wrapped around it ( tissue was possibly a cooper's ligament). The md was able to get 2-3 small samples during the case, after which the case was aborted. No further patient consequence reported.

Manufacturer narrative:
Information not available, device not returned for analysis.